Event description:
The manufacturer became aware of allegations, that a ds2adv auto CPAP device getting black particles in the humidifier. There was no report of serious patient harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Manufacturer narrative:
The manufacturer previously reported that in describe event or problem the manufacturer became aware of allegations, that a ds2adv auto CPAP device getting black particles in the humidifier. There was no report of serious patient harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed which is updated to the manufacturer became aware of allegations, that a ds2adv auto CPAP device getting black particles in the humidifier. There was no report of serious patient harm or injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The date received by mfg is also updated due to additional information. The codings in evaluation method code grid, evaluation results code grid, conclusion code grid are updated due to additional information.